Manufacturer narrative:
Sw 2.5b. Pump had cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner and minor scratched display window.

Event description:
The customer reported via phone call that the damage of insulin pump. The blood glucose at the time of the incident was 86 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.